Event description:
Customer reported that there have been a lot of no delivery alarms, resolved with set changes. However, the blood glucose control was poor, remaining at 300mg/dl or higher and going up to 400mg/dl. Customer had used manual injection. Insulin does drip during tubing fill, so helpline suggested a site change. Customer¿s doctor said that customer was paralyzed on the right side of the body from cerebral infarction. Customer¿s doctor suggested changing site to the femoral region. No symptoms of high were reported. Incident date is (B)(6) 2024, same as notified date since no specific incident date was given. Pump was used within 48 hours of the high. It was unknown if auto mode was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Health effect - clinical code -1771, health effect - impact code - 2199. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm - unknown timing. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, paralysis, infarction, cerebral which did not require treatment. The event involved product(s) mmt-1882. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1882.